Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a lap nephrectomy, the clips were not forming from the beginning use of the clip applier. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.